Event description:
It was reported that, "the femoral stem is impinging on the ceramic liner rim. Pt has been experiencing squeaking and stem appears to be notched."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.